Manufacturer narrative:
(B)(4).

Event description:
It was reported that high frequency noise had been recorded in the atrial channel and wrongly detected by the device as an automatic mode switch episode. Provocative testing in the clinic was not successful in replicating noise. Patient was not symptomatic to noise. The physician has decided to leave as is and monitor the patient.